Event description:
The complainant reported a patient of unknown race/ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella began to alarm and, and a transthoracic echocardiogram (tte) showed that the pump had pulled into the aorta. The impella was removed and the patient remained on extracorporeal membrane oxygenation. No patient's harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the pump pulling out into the aorta was not determined due to insufficient clinical details.